Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered two inappropriate shocks to the patient. Initial review of the episodes showed non-physiologic signals consistent with changes in the impedance pathway of primary sensing vector related to under-insertion of the terminal pin, damaged electrode, or other contact disturbances in the device header. This noise, oversensing, and baseline shifting observed in the shock episodes could not be reproduced during troubleshooting. Technical services provided additional troubleshooting techniques to try recreating the morphology change, and discussed programming the sense vector to secondary as that vector does not use the sense b node. While the implanted electrode was included in an advisory for a potential to fracture, non-physiological artefacts would be reproducible if the conductor was broken. The root cause of the noise observed in the shock episodes is related to a sub-optimal contact condition inside the header which creates contact intermittency between the lead's sense b ring and the device connector, thus the susceptible vectors would be primary and alternate. The local distributor representative confirmed the sense vector was reprogrammed to secondary, and asked for the episode where smart pass had disabled. Technical services discussed the r-wave amplitudes had suddenly decreased to 0.17mv while the morphology remained the same, likely a result of conduction change such as aberrancy. This same rhythm was observed in the untreated episode 001 that was stored in november 2022; it appears to be a rare and random occurrence for this patient. No adverse patient effects were reported outside of the inappropriate shocks that were received. The device and electrode remain implanted and in service.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. This report is submitted to include the initial reporter name, which was not available at the time of the previous report.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered two inappropriate shocks to the patient. Initial review of the episodes showed non-physiologic signals consistent with changes in the impedance pathway of primary sensing vector related to under-insertion of the terminal pin, damaged electrode, or other contact disturbances in the device header. This noise, oversensing, and baseline shifting observed in the shock episodes could not be reproduced during troubleshooting. Technical services provided additional troubleshooting techniques to try recreating the morphology change, and discussed programming the sense vector to secondary as that vector does not use the sense b node. While the implanted electrode was included in an advisory for a potential to fracture, non-physiological artefacts would be reproducible if the conductor was broken. The root cause of the noise observed in the shock episodes is related to a sub-optimal contact condition inside the header which creates contact intermittency between the lead's sense b ring and the device connector, thus the susceptible vectors would be primary and alternate. The local distributor representative confirmed the sense vector was reprogrammed to secondary, and asked for the episode where smart pass had disabled. Technical services discussed the r-wave amplitudes had suddenly decreased to 0.17mv while the morphology remained the same, likely a result of conduction change such as aberrancy. This same rhythm was observed in the untreated episode 001 that was stored in (B)(6) 2022; it appears to be a rare and random occurrence for this patient. No adverse patient effects were reported outside of the inappropriate shocks that were received. The device and electrode remain implanted and in service.